Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, liquid spill on the pneumatic back-plane board has been noticed. The pneumatic back-plane board was identified as defective and caused internal leakage test and flow transducer test to fail. Moreover, the filter in the air gas module was affected by liquid and it was replaced. Attached photo confirmed the reported liquid spill problem. The printed circuit board was not further investigated since ingress of liquid on the printed circuit boards can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. Moreover, printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).